Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported (B)(6) architect rhtlv results on one patient. The results provided were: on (B)(6) 2019, from a donor who has been historically repeat (B)(6) for (B)(6) with confirmatory test (B)(6). Sid: (B)(6), (B)(6), then the customer retested = (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
A review of the service history for architect i2000sr, serial number (B)(4)performed and found no contributing factors on or around the date of the complaint. There have been no subsequent tickets related to falsely depressed or erratic architect rhtlv I/-ii results. Return testing was not completed as the return sample had an insufficient volume. The architect system operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of depressed concentration and erratic results. A review of complaints for the alinity/architect ia instrument platforms found no similar complaints and no trends were identified. Based on the investigation no product deficiency was identified for the architect instrument, sn (B)(4)